Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigations did not replicate and did not confirm the reported complaint. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, chip virtual encoder (cva) and hall sensor assemblies were inspected, but no faults could be identified. The carriage gearbox will be replaced as a precaution to the reported problem.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was informed the reported issue occurred when releasing/pressing the two knobs from detaching the instrument. The instrument would then turn 90-degrees and would make it impossible to retract the instrument through the cannula. The fse was informed the issue had occurred to instruments within a few day intervals. The fse was unable to replicate the reported issue; however, replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Image review: review of the provided image is consistent with the complaint. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed that if an instrument was mounted on arm 4, it would directly go to a 90-degree angle and would not be removable. The csr informed the technical service engineer (tse) the issue was on going; however, could not provide further information. The procedure was completed as planned. No known impact or patient consequence was reported.